Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a healthcare professional (hcp) via a manufacturer representative reported a consumer¿s implantable neurostimulator (ins) switches off, which occurred during use. It was noted that the ins spontaneously switches off and this was observed in clinic in the absence of any interference. No factors known to have led/contributed to the event. Unknown if hcp had done any troubleshooting and representative to attend clinic to interrogate the ins on (B)(6) 2017. The issue was not resolved. The ins was implanted and in use. There were no further complications reported and/or anticipated.

Manufacturer narrative:
Correction: additional information received indicates that the correct mfg. Site ID is 3004209178. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the representative met with the consumer. An impedance check was performed, but the consumer would not tolerate running this at the default setting of 1.0 amp; therefore, it was run at 0.8 and this showed that there was an open circuit on 0 and 3. The consumer appeared to be very sensitive to the stimulation. Settings were noted as the following: program 1 (active) ¿ 3-, 2-,0+, 1.2 amp, 180 pw and 10 rate; program 2 ¿ 1.8 amp, 3-,0+; and program 3 ¿ 1.4 amp, 3-,2+. The cause of the ins switching off by itself was not determined. The consumer did not report being near any unusual electrical devices. The representative felt like the consumer ran the amplitude at a low level because he cannot tolerate the sensation and actually gets used to the feeling so quickly that he kept reporting in clinic ¿is it on then?¿ it was noted that he had poor control of his symptoms, but the representative did not feel that the device was being switched off unless he was accidently switching the ¿off¿ button using the programmer by mistake. It was discussed with the consumer of him taking measures to improve the consistency of his stool and he will try the following program, 0.75 amp, c+2-1-. The consumer also suffered with anal abscess. Actions/interventions were noted as follow-up with the consumer end of january. If symptoms have not improved the suggestion was to review the lead placement, which was currently angled backwards towards the sacral promontory. At the moment, the issue was noted as resolved, as the representative could not find evidence of switching off.